Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone there piece lens and the trailing haptic tore. There was no pt contact or injury.

Manufacturer narrative:
No lens in unit carton.